Event description:
The customer was hospitalized due to dka. A prime test was performed and the insulin exited. Later a diabetic educator called and reported that the customer ran a bolus the night before the call and it did not show on the bolus history. However, the customer ran a prime in the morning and show up in the bolus history.